Event description:
Per the clinic, the patient developed recurrent infections at the implant site. The patient was prescribed multiple courses of oral antibiotics (dates not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.